Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg was tipping away from the body and causing patient discomfort when leaning up against the ipg. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was repositioned to address the issue.